Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred. Reportedly, the pump was charging at the time of the alarms. However, the pump was not warm when touched. The user's blood glucose level was 300 mg/dl and it was addressed with a bolus. It was confirmed that the user had an alternate method of insulin delivery.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.